Event description:
The customer contacted physio-control to report that their device showed a service wrench icon in the readiness display. Upon evaluation of the device, physio-control observed that the device showed the service wrench, attention and charge-pak icons. The three icons being shown, indicates that the device may not be able to provide sufficient defibrillation therapy if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the device would not complete a power on cycle to download data, or to charge and shock defibrillation energy. The charge-pak battery charger expired on 02/28/2015. The bottom case of the device was damaged. The device was opened and an internal inspection of the device was then performed. It was observed that a great amount of force had been applied to the device, which broke parts from the device's pcb assemblies, dented and damaged the pcb assemblies and broke or bent the structure of the cases. The cause of the reported issue was physical damage due to a great amount of force being applied to the device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.